Manufacturer narrative:
Root cause: training/use error. The t:slim g4 user guide states: ¿your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off safety alarm after not interacting with the pump. Blood glucose level could not be recalled. Tandem technical support educated the customer on the safety alarm. The contact turned off the auto-off safety alarm.